Event description:
A malfunction alarm was reported by a customer through their distributor, dinno santé, in france. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided to the customer to ensure uninterrupted insulin delivery.